Event description:
Same case as MDR#2134265-2012-04305. It was reported that during a stenting treatment procedure stent damage, and stent dislodgement occurred. A buddy wire system technique was performed. The target lesion was located in the severely tortuous mid right coronary artery with a shepherd's crook takeoff. The lesion was predilated with an unspecified balloon catheter. The 4.5 x 12mm veriflex mr stent delivery system was advanced, but was unable to make it around the bend. The device was removed and stent damage was noted. A second stent, a 4.0 x 12mm veriflex mr stent delivery system was advanced and the stent was dislodged prior to entering th 6fr non bsc guide catheter and pushed behind the balloon due to the resistance. The device was removed intact. A third stent, a 5.0 x 12mm veriflex mr stent delivery system was advanced and was not able to be advanced around the bend. The procedure was not completed, but the physician considered performing another procedure at another time. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).